Manufacturer narrative:
Site contacted regarding pt demographics, however, there was no response. The device was returned to the MFR for eval. The reported issue was not able to be duplicated by medtronic personnel. The device passed a continuity test with no opens or shorts detected. The returned device was fully functional. The device was replaced and the issue was resolved. The system was found to be fully functional and the system checkout showed no anomalies.

Event description:
A site rep called during a spinal surgery and stated that he could not get communication to their camera. They opened up the navigation cart and the error light was illuminated. Camera was having intermittent black status. Due to the inability to use navigation equipment the doctor chose to stop surgery, close the pt, and re-schedule the surgery. The pt was reported to be fine.